Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that that there was a vertical line on the side of the screen and the side of the screen was blank and illegible. The printed circuit board (pcb) needs to be replaced as liquid ingress caused the pcb to corrode. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/7/2017.

Event description:
It was report to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit on (B)(6) 2017, service found that there was a vertical line on the side of the screen. The side of the screen was blank and illegible.